Event description:
Customer reported the advantage system gave a blood glucose result of 250 mg/dl, 15 minutes later, he passed out due to hypoglycemia. Customer did not treat based on the advantage result; wife called emt's. Emt meter result 20 minutes alter was 36 mg/dl, customer treated with IV, transported him to hospital. Strips not available for return, replacement system sent.